Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 23062 was found indicating a 3-phase motor fault on usm 4 axis 7, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. Once testing was completed, the gearbox degrees of freedom (dof) 8 was further inspected and was verified to be the source of the fault. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to contaminated surface found on gearbox dof 8 located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure using an xi system after surgical ports placement, an operating room (or) staff called to report a recoverable fault 23062 on universal surgical manipulator (usm) arm 4 when attempting to dock. The customer had attempted to recover the faults multiple times and power cycled the system, but there was no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the 23062 errors via log and recommended a hard power cycle. The customer had another patient side cart (psc) on site, and tse advised that the systems were at the same software level and could be swapped. The procedure was converted to another da vinci system, and no patient injury was reported.